Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. Low flow events were confirmed via the submitted log files. According to the account, the low flows were due to outflow graft obstruction and inflow cannula misalignment; however, a specific cause for the reported events cannot be determined. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2023 at 13:15:11 through 17:01:54. Low flow events were captured throughout the log file from (B)(6) 2023 at 14:09:52 through 14:12:03. Per design, when the flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. None of the events lasted over 10 seconds, and no low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. The hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length". Section 5 of the IFU also provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced multiple low flow alarms while at home. These events occurred throughout the day and many occurred at night while asleep. The log files captured persistent pi events throughout. At 14:09 and 14:12 the calculated flow was right at the 2.4 lpm threshold but was not sustained long enough to trigger the audible alarm. No other unusual events were noted in the log files. The cause of the low flows were not identified. The patient is getting a ramp echocardiogram on (B)(6) 2023 and a computed tomography abdomen of the pump was ordered. The alarms were intermittent and resolve spontaneously. The patient is asymptomatic. On (B)(6) 2023 the doctor made multiple speed adjustments with position changes with echo imaging. Demonstrated pi events but did not reproduce low flows. Angle of the inflow cannula suggested that the low flow alarms were likely related to changes in the left ventricle morphology with position changes, related to overall changes in the lv geometry with chronic unloading. Episodes began some time after speed was increased a few months ago which was done in response to the septum bowing towards the right ventricle. Cta on (B)(6) 2023 showed mild accumulation within the proximal portion of the lvad cannula in the sleeve surrounding the cannula. This resulted in mild compression of the cannula with maximum compression 25%. The patient was heading into the operating room on (B)(6) 2023 for surgical evacuation of fluid collection. Moderate amount of fluid was removed. The cannula was compressed which resolved after the fluid evacuation.